Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous artery below the knee. On the first inflation the coyote es mr 2mm x 40mm x 145cm balloon was inflated to eight atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous artery below the knee. On the first inflation the coyote es mr 2mm x 40mm x 145cm balloon was inflated to eight atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.